Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the rf (radio frequency) head exhibited telemetry failure; the rf head cable found out of electrical specification. Analysis also found the rf head cable was damaged. (B)(4).

Event description:
It was reported that the radio frequency (rf) head exhibited telemetry failure. Replacing the rf head resolved the issue. The rf head was returned for repair and calibration. There was no patient involvement.